Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that lines were observed on the display and the ventilator went inoperable. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 01oct2018. Multiple attempts were made to contact the customer to determine if the customer would proceed with repair for the unit or retire the unit from service. No response or further information was received from the customer. Should further information become available, a supplemental report will be submitted.